Event description:
A customer reported that during an unspecified number of procedures, knives from one box were noted to be dull, blunt. The customer noted that knives are left in their clear cases (not dumped out onto the sterile field) until ready to be used. There was no harm to the pts. This is the first of two reports for this facility.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).